Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed button error. No further information reported.

Manufacturer narrative:
No button error alarm noted during testing. The device had unresponsive act button due to corroded keypad traces.